Event description:
It was reported that tandem mobi pump issued recurrent cartridge alarms that prevented successful cartridge loading and interrupted insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge and delivered a 9-unit bolus as instructed, switched to multiple daily injections as backup therapy, and, after cartridge alarm persisted with a new cartridge, technical support arranged replacement of pump.